Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jan-2019 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and able to fit. Evidence of moisture ingress was observed in the battery canister. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The leak test failed due a battery compartment leak. The pump alarmed with a call service 064 alarm during the load step. The alleged ¿power¿ complaint was unable to be adequately investigated. The pump cover was removed to find further moisture corrosion to the power printed circuit board, and to the motor flex/connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged the pump was worn while swimming and afterward, the display screen had gone blank and there was water in the battery compartment noted when the battery was removed. The display screen reportedly illuminated for a short time when the battery was replaced in the pump, but then went blank again. The reporter also stated the keypad buttons were unresponsive. The reporter stated there was a crack in the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.